Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to premature battery depletion, battery went into elective replacement indicator. The patient did well post - operatively and the explanted device will not return as it was retained by facility.